Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level during event was 400 mg/dl and current was 228 mg/dl. Currently customer had no symptoms related to high blood glucose level. Auto feature mode of the insulin pump was off during the event. The issue was resolved by the infusion set change. Troubleshooting was not performed. No further patient complications were reported.